Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina, ischemia and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013, a 3.5x18mm xience prime stent was successfully implanted in the distal right coronary artery (rca) lesion. On (B)(6) 2016, the patient was hospitalized for angina and a positive ischemia stress test was noted. Reportedly, there was restenosis within 5mm of the 3.5x18mm xience prime stent. Another percutaneous intervention was performed, placing an unspecified stent in the mid rca. The event resolved without sequela on (B)(6) 2016. There was no additional information provided.